Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k161552 ((B)(4)), PMA / 510(k)#: k141311 ((B)(4)). Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush" normal saline syringe plunger was difficult to move during the flush. The following information was provided by the initial reporter: "flush, resistance when advancing plunger". "The patient had a midline and I was attempting to flush and it was very difficult to flush."